Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead became dislodged during the placement of another lead. The right ventricular lead was explanted and replaced. The patient was in stable condition.